Manufacturer narrative:
A field service engineer (fse) went on-site and flushed bleach through valve and draining was better. Fse also disassembled the valve and found a clot and cleaned it out.

Event description:
A customer contacted beckman coulter inc (bci) stating they observed draining of the ise module and the electrolyte injection cup (eic) was overflowing. No injury was reported.